Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder procedure, when the tendon anchors, they broke. A backup tendon anchor puck was available to complete the procedure. No significant delay and no patient injuries were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided image found 8 broken anchors in the tendon staple puck. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.